Event description:
It was reported that the patient received inappropriate hv therapy due to noise on the rv lead. It was also noted that the patient had several burst of high frequency noise simultaneously on the atrial and v sense channels. Lead was capped and replaced. Patient is doing well.